Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered multiple shocks. It was suspected that the shocks were due to atrial fibrillation (af) with rapid ventricular response (rvr) and are therefore inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: ilxch141485 stent graft, implanted: (B)(6)2010; bfxch2414165 stent graft implanted: (B)(6) 2010; iexch162085 stent graft implanted: (B)(6)2010. If information is provided in the future, a supplemental report will be issued.